Event description:
It was reported that the patient experienced an urethral atrophy of the cuff with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 3.5cm aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.